Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was successfully implanted in a patient using a partial sternotomy approach. At some point in summer of 2022 the patient developed dyspnea. On (B)(6) 2022, the patient was hospitalized and an echocardiogram discovered severe aortic regurgitation. A tear in the trifecta gt valve's leaflet was discovered. On (B)(6) 2022, a reoperation/repair was carried out and the 23mm trifecta gt valve was explanted. There was no patient death, just a withdrawal from the clinical study after explant of the trifecta gt valve.

Manufacturer narrative:
Explantation due to aortic regurgitation and torn leaflets was reported. The investigation confirmed that microcalcification was present on leaflet 2, which limited the leaflet's mobility. There was a tear noted on leaflet 2. Fibrous pannus ingrowth was present on the inflow surface of the valve. Fibrous thickening was observed on leaflet 2. A thin layer of fibrin was found on the outflow surface of leaflets 1 and 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. In the absence of any calcification at the tear site or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication of valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, the histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Explant due to aortic regurgitation and a tear was reported. The investigation confirmed that microcalcification was present on leaflet 2, which limited the leaflet's mobility. There was a tear noted on leaflet 2. Fibrous pannus ingrowth was present on the inflow surface of the valve. Fibrous thickening was observed on leaflet 2. A thin layer of fibrin was found on the outflow surface of leaflet 1 and 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. The pannus and calcifications noted on the valve were associated with the leaflet tears and limited the leaflets mobility, which could have caused the reported event of aortic regurgitation and leaflet tear. There is no indication of a product quality issue with regard to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient's aortic regurgitation was first noted on (B)(6) 2022. It was also noted that the 23mm trifecta gt valve was explanted and replaced by another one of the same size. Transesophageal echocardiogram and computed tomography scan were used to detect a tear in left coronary cusp of the 23mm trifecta gt valve and severe trans-prosthetic regurgitation. A coronary catherization was performed and found no significant disease. The severe aortic regurgitation is believed to be device related and led to worsening heart failure from a new york heart association grade ii to a grade iii-IV. A transesophageal echocardiogram revealed a left ventricular ejection fraction of 63% and a dilated left ventricle. The explant and replacement was not considered an emergency, but was done to to prevent permanent impairment. The patient was discharged at the time of report.